Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the shaver handpiece was received and during testing, the device was found to have the potential to activate on its own. A design change has been implemented to address this failure mode. To date, there are no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this failure mode.

Event description:
This customer reported that this shaver handpiece was being returned because the color of the housing faded. There was no report of injury or surgical delay related to this event.